Event description:
The investigator indicated that the reported event was probably related to the index procedure.

Manufacturer narrative:
Patient gender male and not female as initially reported.

Manufacturer narrative:
(B)(4): (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. On the same day, it is reported that a mi occurred. It is reported that the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.